Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a clot in the outflow graft could not be confirmed through this evaluation. It was reported that the patient experienced prolonged low flow alarms. The patient underwent a computerized tomography (CT) scan, which revealed a clot in the outflow graft that was resolved via stenting. It was also noted that flow increased after the procedure. A specific cause for the formation of the reported clot could not conclusively be determined through this evaluation. The submitted system controller event log file captured persistent low flow alarms. Furthermore, the periodic files revealed a downward trend in flow beginning on (B)(6) 2020. The pump speed remained stable for the duration of the log file. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 support, and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists pump thrombosis as an adverse event that may be associated with the use of hm3 lvas. Additionally, this IFU explains all alarms, including low flow, stating that the low flow alarm will be triggered when flow is less than 2.5 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flows the day after right heart catheterization. This was caused by outflow graft obstruction. Stenting was done to address the clot in the outflow graft which resolved the low flows.